Manufacturer narrative:
Patient information: age: (B)(6) years. Weight: (B)(6) kg. Height: 170 cm. Gender: male. Date of implantation: 2017. Date of removal: (B)(6) 2020. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. The controlreservoir showed visible deposits within. The prosa valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at -0.0335 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the prosa shuntsystem was permeable. The controlreservoir is permeable, too. Adjustment test: the prosa and the progav 2.0 valve were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test of both valves have shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of blockage and underdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The prosa valve is operating in the horizontal position within acceptable tolerances. In the vertical position, the valve operated slightly outside the given tolerances. The progav 2.0 valve operates within the acceptable tolerances. Results: first we performed a visual inspection of the prosa shuntsystem. A deformation of the outer housing of the prosa valve was not observed through the visual inspection, but the measurement of the plan parallelity indicated a slightly deformation of the outerhousing. Next we tested the permeability, adjustability, and opening pressure of the valves, as well as the brake functionality and brake force. The opening pressure of the prosa valve was out of tolerance, but all other specifications were met. The opening pressure of the prosa was significantly lower than expected, indicating a tendency towards over-drainage. The progav 2.0 valve operates as expected and met all specifications. Finally, we have dismantled the valves. Inside the valves we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion and underdrainage. At the time of our investigation, the prosa shuntsystem was shown to be permeable and operates in tendency to overdrainage. The progav 2.0 valve operates full in function. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shuntsystem met all specifications of the final inspection when released from (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a prosa shuntsytsem with progav 2.0. It was suspected that there was a blockage/underdrianage. Patient height: 170 cm. Gender: male. Implantation: (B)(6) 2019. Removal: (B)(6) 2020.